Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose between 250 mg/dl to 450 mg/dl. The blood glucose was unknown at the time of incident. The current blood glucose level was 300 mg/dl. The customer treated with insulin pump. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.